Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a cut on the angle wire, the bending section could not be bent in an up direction; due to a pinhole on the channel tube, water tightness was lost; due to a pinhole on the connecting tube, water tightness was lost; due to a crack on the control unit, water tightness was lost; the adhesive on the distal sheath had a chip; the adhesive around the objective lens was peeled; the adhesive around the light guide lens was peeled; indication on light guide connector was unclear; the diopter ring was dirty; the eyepiece was deformed and dirty; the control unit was dirty; and the connecting tube had a dent. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device, and a similar complaint. Conclusion: the root cause could not be identified. The issue was likely to have been caused by stress of repeated use, external factors, or product handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the tracheal intubation fiberscope presented with an angle malfunction. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the image guide coating was peeling. This report is to capture the reportable malfunction of the coating on the image guide that was noted to be peeling at estimation.